Event description:
A relative of the patient inquired about the owner of the device, a dreamstation 2 advanced auto CPAP. The relative of the patient reported the patient passed away. The reporter stated the patient was not on the device at the time of death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.